Event description:
Pt underwent bipolar prosthesis for a left hip fracture four years ago. She has had persistent thigh and groin pain since. She now walks with a marked limp. She did not respond to conservative treatment nonsteroidal anti-inflammatories. She underwent revision of total hip replacement with removal of the prosthesis which revealed femoral stem loosening.